Event description:
A pt with an immature fistula was hooked up to their vascath catheter. The catheter was implanted in 2000. A disconnect from the venous line was noted 5-10 minutes into treatment. Ebl<100cc, no additional pt adverse effects. The clinic was using the 2008h machine with narrow limits software but this was not turned on. The machine did alarm. The sample was saved for eval. Follow-up with clinic needed. MDR filed due to bloodloss only. The pt care tech was believed to not connect the line tightly. The employee was counseled and retraining was performed at the clinic as part of the corrective action.